Event description:
The customer reported to baxter (B)(4) that on (B)(6) 2010, a baxter solution administration set was found with a missing luer lock in its packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The customer returned one actual sample for evaluation. The sample was visually inspected and the reported condition was confirmed. The set was missing the luer lock. There were visible traces of solvent on the tubing. A batch review was performed on the reported lot with no deviations found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The assignable root cause for this condition could not be determined.